Manufacturer narrative:
The collection kit had an incorrect component, i.e. Scored spatula. The scored spatula is a component of other collection kits, and is suitable and appropriate for sampling cytology from the cervix. The pressure used during the sample collection apparently resulted in the scored spatula to break as it is intended. The cooperative investigation with cytyc is currently on going. This report may be supplemented by coopersurgical should new information is obtained.

Event description:
During a pap collection, the spatula broke, forceps were utilized to remove the spatula head from the patient. Coopersurgical was advised in 2007.